Event description:
It was reported that during four hours of npwt with renasys go in a breast wound patient, a continual blockage alarm was present. Patient ended up going to the ER because of blockage alarms and had device taken off. Clinic has not decided for sure, but more than likely will continue with a competitor pump. No injury or other complications were reported.

Manufacturer narrative:
The device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include kinks, leaks in the vacuum circuit or a component failure. A document review was not performed because the lot/serial number was not provided. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.